Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Upon review, it was noted that the pacing impedance has been going up over time. High capture thresholds were also observed. The plan is to bring the patient into the clinic sometime in the next few weeks to do lead testing and see if they can leave the lead pacing in unipolar and sensing in bipolar mode. Currently, this product remains in service and no adverse patient effects were reported.